Event description:
It was reported to MFR by family member that a family member was using a hoyer when their spouse fell. A family member is failing mentally and is unsure as to what happened. Two months ago their spouse fell out the lifter and broke both legs and they have been in the hospital ever since. Family member was not there when incident happened. Spouse did the transfer by themself when the lift tipped over, pt is going to be discharged from hospital soon and family member would like the MFR to look the lift over. MFR made arrangements with closest dealer to go to the end user's house and evaluate the lift in question.